Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to be effectively fixed after multiple placement attempts. It was also noted that high thresholds were noted in multiple positions. The lead was removed and replaced. No patient complications have been reported as a result of this event.